Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded per facility protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.